Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's system diagnostics recorded high impedances and was experiencing ineffective therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. The impedances cleared with new ipg. Effective stimulation was restored.